Manufacturer narrative:
Completed by manufacturer. Two lenses of an unknown lot number that the patient was wearing at the time of the event were returned and evaluated. Inspection showed the lenses were within specification. Four unopened lenses; two of lot number r78501839 and two of lot number r78501616 were returned and evaluated. Inspection showed the lenses were within specification. Based on the information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Optician reported that a patient was treated at the hospital by his wife for severe infections and ulcers with antibiotic drops. It was reported that the patient's vision is fine and he is wearing glasses. No further information was available.